Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb cable was melting and the pump was warm to the touch despite being in room-temperature conditions resulting in the pump shutting off. Reportedly, the pump was charging during the event. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 187 mg/dl.